Manufacturer narrative:
(B)(4). Device manufactured date: apr. 29, 2015 - may 06, 2015. The device was received for sample evaluation. A visual inspection and functional testing were performed and identified the presence of iodine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a minicap sponge with inadequate iodine. There was no patient injury or medical intervention associated with this event. No additional information is available.